Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Removal of femoral head and liner. Patient complained of pain. The patient was revised due to trunnionosis and metallosis, but the accolade stem was left implanted.

Event description:
Removal of femoral head and liner. Patient complained of pain. The patient was revised due to trunnionosis and metallosis, but the accolade stem was left implanted.

Manufacturer narrative:
An event regarding alleged "metallosis and trunnionosis" and corrosion involving a metal head was reported. The reported event for corrosion was confirmed based on the results of material analysis. Method & results: -product evaluation and results: material analysis was performed and concluded that " material analysis was performed and concluded that "debris was observed on the taper of the head. Burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Eds showed the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, biological material, material transfer from a hip stem and oxide formation." A dimensional analysis of the device showed that the taper height and tooling clearance are within specifications per the drawing (B)(4), version g. See dimensional inspection results. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event for corrosion was confirmed based on the material analysis. The material analysis concluded that "debris was observed on the taper of the head."[...]"eds showed the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, biological material, material transfer from a hip stem and oxide formation." However, the root cause could not be determined as insufficient medical records were provided. If additional information is received, this investigation will be reopened and re-evaluated.